Event description:
It was reported that patient presented for follow up in clinic. It was noted that right ventricular (rv) lead exhibited r wave amplitude variation. The rv lead was explanted and replaced with new lead. There were no patient consequences.